Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event log was reviewed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Electrical testing failed the earth leakage current test. A visual inspection was performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was fluid ingress. The device was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.